Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. An impact is mentioned in the recipient's report. However to confirm an exact root cause of failure a device investigation of the explanted device is necessary. The device was explanted, but has not been received for investigational purposes yet.

Event description:
Since the recipient was pushed and fell on (B)(6), 2018 she can no longer hear with the device. The recipient was re-implanted. Despite requested, the device was not received for investigation.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
Since the recipient was pushed and fell on (B)(6), 2018 she has been no longer able to hear with the device. The recipient was re-implanted.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Since the recipient was pushed and fell on (B)(6) 2018, she can't hear with the device anymore. Re-implantation is considered.